Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead guidewire was stuck in the lead. It was unclear if this occurred prior to procedure or during testing before procedure. The lead was not implanted. No patient was involved.